Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for staphylococcus aureus in a male patient approximately (B)(6) coincident with dianeal unknown, extraneal viaflex and nutrineal pd4 unknown bag (lot numbers were not reported) therapies. This is one of multiple reports from the same reporter. On (B)(6) 2008, the patient began treatment with dianeal unknown, extraneal viaflex and nutrineal pd4 unknown bag therapies (doses, frequencies and lot numbers were not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break on aseptic technique occurred. On (B)(6) 2009, the patient experienced bacterial peritonitis, manifested by abdominal pain. It was not reported whether the patient was hospitalized. The severity of the bacterial peritonitis was rated as mild. It was not reported whether peritoneal effluent was cultured or analyzed. On (B)(6) 2009, the patient began remedial therapy with vancomycin 2g, every 7 days, ip. On (B)(6) 2009, vancomycin was discontinued. The patient recovered (date not reported). It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for break in aseptic technique was not reported. It was not reported whether dianeal, extraneal and nutrineal pd4 were ongoing. The physician reported the event of bacterial peritonitis was not related to dianeal, extraneal viaflex or nutrineal pd4 therapies. A causality statement for the event of break in aseptic technique was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.